Event description:
Additional information was received that during implant, a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon and no post-implant bav was performed. During deployment, there was no difficulty with the deployment knob or deployment knob components separation. However, the capsule responded when the deployment knob was turned. It was noted that when the valve dislodged, it was located in the aortic root and what appeared to be near the top of the native valve leaflets. Subsequently, the valve was recaptured and difficulty recapturing the valve was noted. As the valve was being recaptured, it was believed that the inflow portion of the valve frame may have been surrounding the non-coronary cusp or the right coronary cusp leaflet or somehow gotten to the outside of the leaflet, but it is difficult to determine which leaflet as the valve was recaptured by the capsule. In addition, the valve frame was reduced in diameter and continued to surround or stay outside of the native leaflet thus pinning the native leaflet within the inflow portion of the valve frame through near full recapture of the valve. There was no patient anatomy that contributed to the dislodgement. A non-medtronic guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: 20mm non-medtronic (zmed) balloon; lot #: unknown updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011775974); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0011762280); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023. Product ID d-evolutfx-2329, lot #: 0011764905, ubd: 14-may-2025, UDI#: (B)(4). Product ID: non-medtronic balloon, unknown manufacturer product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the initial valve load onto the delivery catheter system (dcs), it was noted the capsule was closing over the valve with a higher than usual amount of tension. The dcs was replaced, and a new dcs was used. During the second valve load onto the second dcs, similar issue occurred but the valve loader was able to complete the valve load. Upon inspection, the valve looked properly loaded. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. Following the bav, the valve and dcs were inserted and correctly positioned. During the initial attempt to deploy the valve and prior to annular contact, the valve dislodged into the aortic root. During recapture, it appeared as if the native leaflet of the patient may have been ¿pinned¿ inside the valve and capsule; however, the implanting physician was still able to properly place the radiopaque marker at mid-pigtail and begin to deploy the valve. During the second attempt to deploy the valve, the valve was properly deployed to 80% (through the rumble strips) and appeared well positioned and well seated and just as the physician was preparing to take a root shot to confirm the position, the valve dislodged into the ascending aorta. The implanting physician began to recapture the valve and upon inspection, the dcs was not fully closing even after turning the blue handle ¿extra¿ turns so a decision was made to withdraw the valve and dcs from the patient. A new valve was loaded into a new dcs. During the third valve load, it was noted the valve loaded nicely and a proper valve load was confirmed. Upon the first attempt to implant the valve with the new system, the valve was successfully placed at depth of 3mm on the non-coronary cusp (ncc) and 0mm on the left coronary cusp (lcc). The implanting physicians agreed that this was too shallow on the lcc, so they performed a partial recapture and successfully placed the valve at 4mm on the ncc and approximately 1-2mm on the lcc. The physicians decided to accept this depth and the final deployment phase was performed successfully with the valve ending up at approximately 4-5mm on the ncc and 2-3mm on the lcc. It was noted that complete heart block (chb) occurred after the first valve attempt that the valve was able to expand to full annular contact and then dislodged at 80%. Subsequently, temporary pacemaker was then turned to 80 beats per minute to support the patient¿s rhythm. Following the final successful valve implant, the patient¿s rhythm was reassessed and there was no change to the electrical disturbance of the chb. The patient was monitored for 24hours. One day post-implant, a permanent pacemaker was implanted successfully. No additional adverse patient effects were reported.